Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): it was reported that the patient had a gynecological procedure on (B)(6) 2006 in order to treat stress urinary incontinence, cystocele, rectocele, enterocele and pelvic organ prolapse and mesh was implanted. It was reported that the patient had a concurrent procedure of an anterior and posterior repair and cysto performed during mesh implantation. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems and recurrence. No additional information was provided.